Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and alarm will not function. The key failure is the product tank causes o2 to drop at 2 liters. Additional malfunction is the power switch has no alarm.